Event description:
Related manufacturer reference number:2017865-2022-37981. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was device related.

Event description:
It was reported that the patient deceased during implant procedure. The right ventricular (rv) lead helix was unable to extend when placed in the body, so a second rv lead was attempted to be implanted. That lead helix also was unable to extend. The patient deceased at that point. There is no known allegation from a health professional that suggests the death was device related. No additional information was reported.

Manufacturer narrative:
The reported events were helix mechanism issue and patient deceased. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray and visual examinations showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region consistent with procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.